Manufacturer narrative:
Na

Event description:
It was reported that the ventilator was not blowing air. The ventilator was not connected to a pt when the reported problem occurred. It was the pt's back-up ventilator.